Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level over 600mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids, and was released on (B)(6) 2020 with no permanent damage. Customer alleged pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer continued to use the pump for insulin therapy.